Manufacturer narrative:
There were no returns available for this evaluation. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Accuracy testing was performed using in-house retained reagents of architect total b-hcg assay lot 49915ui00. All results met specifications. The architect total b-hcg assay package insert and the architect systems operation manual contain information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The result was not repeated following the testing of a new sample. The observed issue may potentially be due sample integrity issues. (B)(6). The b-hcg testing was required by the patient's company health provider after this patient had undergone a complete hysterectomy (not associated with any of the architect total b-hcg assay testing). Further details provided: the original sample taken on (B)(6) 2015 ((B)(6)) generated an initial false positive result of 50.86miu/ml. The sample was retested the following day and generated a result of 59.77 miu/ml. A redrawn sample ((B)(6)) was tested on (B)(6) 2015 and generated a result of 11.95miu/ml. Due to the possibility of carryover on the initial sample, a carryover test was completed and although there was a slight carryover, it did not change the clinical interpretation. The sample probe was replaced and a new carryover test completed. The second sample was retested on (B)(6) 2015 and a result of 11.58miu/ml was obtained.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer reports that one patient sample generated an initial positive architect total b-hcg assay result of 50 miu/ml on an architect i2000sr analyzer. This result was questioned by the laboratory as a previous sample from this patient tested negative by chromatography. The sample was retested on the architect platform and generated a negative result of <1.2 miu/ml. A sample from the serum bank from this same patient was also tested on the architect platform and generated a negative result of <1.2 miu/ml. The customer commented that similar such issues have occurred in the past and have not been reported to abbott (no further details provided by the customer). No suspect results were reported from the lab with no patient impact.